Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated their friend found them on the floor convulsing. The patient's brother who was present, called 911 and when the paramedics arrived, they checked the patient's blood sugar and the meter was reading 28mg/dl. The paramedics administered the patient with glucose with a syringe and transported the patient to the hospital. The patient was kept at the hospital for observation and was release at 12:26pm. Additionally, the patient stated they were not using the dexcom at the time of event as they were having issues pairing the device and was unable to get a hold of dexcom technical support to resolve the issue. At the time of contact, the patient was doing good. No additional patient or event information is available.